Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customers tried to insert the clso-10-7 ((B)(4)) into the bile duct compatible with oa-10 (B)(4)). Note: incorrect size wireguide used visiglide 2 guidewire - outer diameter 0.025in / length 450cm however, the white proximal wire port of the inner catheter was detached from the internal induction catheter. This has occurred frequently in recent, and customers have requested inspection of joints, and confirmation of product changes during production process. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. 1.1 for all complaints, ask: 1.1.1 what is the reorder number of the wire guide used with this device? Visiglide 2 guidewire - outer diameter 0.025in / length 450cm / tip shape angled / first use 1.1.2 if not, with the device in question, how was the procedure finished? After switching to another oa-10, the procedure was finished using it. 1.2 for complaints occurring during use (once in contact with endoscope), also ask: 1.2.1 had a sphincterotomy been performed prior to this occurrence? Yes. 1.2.2 what is the endoscope manufacturer and model number that was used? Olympus tjf260v. 1.2.3 please describe the location in the body where the stent was to be placed. Right hepatic duct. 1.2.4 was resistance encountered when advancing the wire guide through the obstructed area? Yes, it was. 1.2.5 was resistance encountered when advancing the introduction system in place? Yes, it was. 1.2.6 was resistance encountered when advancing the stent through the obstructed area? Yes, it was. 1.2.7 after placement, was stent position verified? Yes. 1.2.7.1 if yes, please describe how. After switching to another oa-10, the stent was placed bile duct. 1.2.8 please estimate amount of time the stent was in place prior to this occurrence. Unknown. 1.2.9 did any section of the device detach inside the endoscope or patient? No.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x clso-10-7 of unknown lot number was not returned to cirl for evaluation. This complaint is linked to (B)(4) (report reference number - 3001845648-2022-00131) which captures the detachment of the proximal port of the inner catheter from the internal induction catheter. (Rpn: oa-10) this complaint was opened to capture the user error of the incorrect sized wireguide used and difficult advancement of the clso device. (Rpn: clso-10-7) documents review including IFU review: prior to distribution all clso-10-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the clso-10-7 device could not be completed as the lot number is unknown. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ as per information supplied it was confirmed that an incorrect wireguide (0.025") was used with this device. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. The difficult advancement that was encountered would have occurred due to the user error of the incorrect wireguide. Summary: complaint is confirmed based on customer testimony according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.